Event description:
Husband states that the customer had a hypoglycemic episode that required medical intervention. The customer obtained a reading of 240 mg/dl on the advantage system, and took 32 units of lantus based on the value and went to bed. Approximately 2 hours later, the customer exhibited hypoglycemic symptoms of sweatiness and shakiness, and the husband obtained a reading of 193 mg/dl so he did not treat the customer. About 1 hour, 15 minutes later, the customer was continuing to observe hypoglycemic symptom of sweatiness, so the husband obtained a reading of 195 mg/dl and called the emts. The emts arrived and obtained a reading of 20 mg/dl on their meter about 15-20 minutes later. The emts treated the customer with an IV of glucose and the customer recovered. Customer felt much better after the emts left and feels fine today. Requested return of suspect device and replacement was sent.

Event description:
Customer reported receiving an error 4 when a test strip was inserted and a battery and booklet icon appeared on the display of their freestyle meter which suggest the memory overwrite malfunction has occurred. There was no report of death, serious injury or mistreatment associated with this event.